Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This report is for ongoing issues after revision. As reported via medwatch mw5154529 and mw5154530: hip replacement - redo. Stryker hip replacement; original replacement 2010. Replacement of defective device 2023. For 12 years, annual inspection on original device. High chromium and cobalt levels in my blood. After replacement in 2023, continue to have high cobalt and chromium levels. Ongoing soreness and pain; restricted activity. Attorney filed case with stryker in february 2023. No resolution - 1 year 2 months.